Event description:
It was reported that, "the cup appeared to be vertical so, the surgeon revised. When the surgeon opened the pt the cup was not vertical it was loose. The hosp staff was very reluctant to give any pt and implant info."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info (including x-rays and med records) was requested. If add'l info becomes available, the eval summary will be submitted in a supplemental report.